Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he felt resistance as he advanced the plunger towards the cartridge. As he continued to apply pressure, the lens (lens a) ejected rapidly from the cartridge into the eye. The capsule was not ruptured, but the surgeon could not find the lens is in the patient's eye. One week later, the surgeon implanted another lens (lens b) into the capsule. Upon examination at a later date, the missing lens was observed near the ciliary body. One week following implantation of lens b, both lenses were removed from the patient's eye. Additional info has been requested. There are two medical device reports associated with these events. This report is for lens a.

Manufacturer narrative:
The product was returned for analysis, and was verified to have signs of handling. One haptic was bent-gusset and distal area adhered to the anterior optic surface. The cartridge was not returned for eval. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents includes the product met release criteria. There has been one other similar complaint reported in the lot number, which is from this same pt. Additional info has been requested.